Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.(B)(4).

Event description:
The customer reported being at the beach while wearing the insulin pump and got rolled into a wave. The device alarmed button error, but no moisture was noted. The insulin pump was not functioning for two days. The blood glucose reading was 300mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. Unable to test operating currents due to no button response. Unable to verify battery out limit alarm due to no button response. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked reservoir tube lip and cracked belt clip slot.